Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No specific failure was alleged for the reported device therefore a full visual and electrical analysis was conducted. Signs of clinical use were observed. No blood was observed on the device. No visual nonconformance was observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The toggle operated as expected, a slight "click" at the end of the toggle pull-back was observed which indicates to the user that the switch has been pulled past the activation point. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.70 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We did not observed any visual nonconformance nor did we observe any electrical issues during testing of the device. Based on the returned condition of the device and the results of the investigation we are unable to confirm any nonconformance. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was faulty. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 03:19 pm (gmt-5:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was faulty. The hospital did not report any patient effects.